Manufacturer narrative:
This report is submitted on april 19, 2022.

Event description:
Per the clinic, the patient reported performance decrement, resulting in the decision to explant the device. The device was explanted on (B)(6) 2022 and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 01, 2022.